Event description:
Database report shows a bent im nail with a bent interlocking screw, surgeon adds no comments to the case. Review of the patient x-rays confirms the condition. Patient x-rays also show a significant non-union at the site of the bent nail. Additional views show that an exchange nail procedure was preformed. Cause: it appears that a non-union shifted, which placed stress on the im nail at the site of the non-union, which caused a bend and bent the distal interlocking screw. No indication of product defect.